Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the hilus region of the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon was leaking due to a pinhole. Reportedly, a vacuum was not applied to the device before removing the protective sleeve. The device was removed from the patient, and the procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 1504 captures the reportable issue of balloon pinhole. Block h10: investigation result: a visual examination of the returned complaint device found the balloon did not show visual defects. The catheter of the device was carefully inspected and no damages were found. Functional analysis could not be performed as the balloon lumen was occluded with dry contrast, and it was not possible to unclog it. A microscopic examination was performed, and it was found that the balloon had a pinhole, thereby confirming the reported event. This failure is likely due to factors encountered during the procedure, such as the interaction between the balloon and the scope or any other surfaces during the procedure inside of the anatomy that could have created friction, resulting in the found failure of pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label, as vacuum was not applied to the device before removing the protective sleeve.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the hilus region of the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon was leaking due to a pinhole. Reportedly, a vacuum was not applied to the device before removing the protective sleeve. The device was removed from the patient, and the procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.